Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that updates performed by the hospital information technology (it) team on the network port switches caused the device to disconnect from the network. A field service engineer (fse) confirmed that the hospital it team subsequently restored the connection, and communication was successfully re-established. The fse verified that the device was online in remote support service (rss). The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was off the network. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.